Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a coronary planned /non-emergency treatment. The procedure was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system on-site and confirmed that the system¿s disk space was low. Review of the system log files shows image disk error which caused the exposure failure. Fse found the image processing pc (ippc) disk tray was causing the issue. Fse bypassed the ippc disk tray which resolved the reported issue. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the device had run out of disk space. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.